Event description:
It was reported that on (B)(6) 2026, a 14f amulet delivery system was chosen for a procedure. During insertion of the amplatzer amulet delivery sheath at the femoral puncture site, significant friction and resistance were encountered. The physician stopped advancement and withdrew the catheter, at which point damage to the screw thread at the hub was observed. It was also reported that the patient had a tortuous anatomy, a visual inspection also revealed a small longitudinal tear on the dilator tip. The cardiologist suggested that the event might have been related to insufficient tension on the 0.038 non-abbott guidewire. The procedure was subsequently completed using a new 14f amulet delivery system. There was no clinically significant delay in procedure and no adverse patient effects. There are no allegations on any of the abbott devices used in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.